Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) implant exhibited high threshold while tether was still attached (three tines were engaged). The ipg was successfully repositioned, resulting in a slightly decreased thresholds but thresholds remains high. The ipg remains in use. No patient complications have been reported as a result of this event.